Event description:
Same case as #6000089-2006-00448. During a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection occurred. The lesion being treated was located in the native left anterior descending (lad) artery. The physician predilated with a 2.00 x 20mm maverick. After placing a 2.50 x 20mm taxus express2 drug eluting stent, the physician noticed withdrawal resistance. The guide catheter (6f viking) then deep seated, causing a dissection in the lima graft. Physician placed 3.00 x 32mm taxus express2 drug eluting stent to repair the dissection. Patient condition is reported as okay.